Event description:
Boston scientific received info that this dextrus atrial lead was exhibiting no capture and therefore, the associated device was programmed to vdd configuration. One week later, the pt presented at a follow up visit and had not been feeling well. Elevated atrial thresholds were noted and the atrial output was increased and the device was programmed to dddr 60. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.